Event description:
Fail code 810:04 on channel a, which did not occur during pt infusion. Although attempts were made by baxter, details were not available regarding additional contact info or pump programming. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.